Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury and unchanged mr were unable to be determined. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 and prolapsed posterior. An xtw clip (40506r1006) was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets. An additional xtw clip (40507r1037) was deployed on the mitral valve. It was observed after deployment, the anterior leaflet tore out of the clip. The clip remained attached to the anterior leaflet. Mr remained at a grade of 3. There was no clinically significant delay in the procedure.